Manufacturer narrative:
The explanted ipg was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the ipg was found to be satisfactory.

Event description:
A report was received that the patient pocket site had opened up and the ipg was exposed. The patient underwent an ipg explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient pocket site had opened up and the ipg was exposed. The patient underwent an ipg explant procedure. No device malfunction was suspected. The patient was doing well postoperatively. Additional information was received that the patient had an infection.